Event description:
It was reported that the atrial lead exhibited greater than 2500 ohms impedance in the bipolar configuration. Noise which could be reproduced with isometrics was also noted.

Manufacturer narrative:
Na